Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours on the leg.

Manufacturer narrative:
The exposed portion of the soft cannula appeared to be cut. The data downloaded from the device did not show any timeouts or drive stalls that would indicate a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.